Event description:
It was reported that the patient had "pocket pain" and the physician decided to revise the pocket. In addition, the physician decided to explant and replace the device because it was approaching the elective replacement indicator (eri). No further patient complication have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.